Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported a right ventricular lead alert was triggered due to t-wave oversensing (twos). The lead remains in use. No patient c omplications have been reported as a result of this event. It was further reported no alert was received related to the twos. Additional information provided by the clinician noted the device was interrogated roughly thirty minutes after the alert sounded and it was unknown the patient's proximity to the remote monitor at the time. The monitor remains in use. No patient complications have been reported as a result of this event.